Event description:
Vo [vascular occlusion] scabbing at the treatment site [injection site scab] the area was itchy [injection site pruritus] the area was red with a dusky like appearance over the weekend [injection site erythema] bruising [contusion] rha redensity in deep glabellar and frontalis lines [off label use]. Case narrative: united states report received from physician on (B)(6) 2026, refers to a 75-years-old caucasian female patient who had received rha redensity (resilient hyaluronic acid) on (B)(6) 2026 for an unknown indication. The patient's medical history was not provided. Concomitant medications, and food supplements were not provided. The patient was not allergic to any drug or food. Volume of 0.1-0.2 ml of rha redensity (resilient hyaluronic acid) was applied into deep glabellar and frontalis lines via needle injection technique. It was not reported if cannula was used for the administration. Lot# and expiration dates were not provided. On (B)(6) 2026, the patient experienced vascular occlusion. The patient did not notify clinic until 5 days later as reported. On (B)(6) 2026, the patient reported that there was some scabbing at the treatment site. She stated that the area was itchy and red with a dusky like appearance over the weekend. She had attributed this to bruising. The practice treated her with 2 vials of hylenex (hyaluronidase) and then wound care management including a sterile saline cleaning, honey, and a foam dressing. She was also put on aspirin (acetyl salicylic acid) and augmentin (amoxicillin, acid clavulanic) and unspecified vasodilatation administered orally. The practice followed up with the patient again the following day for wound care management and reported no progression. It was unknown if the patient underwent any laboratory or diagnostic tests. At the time of report, outcome of the event vascular occlusion was considered as resolving, and the outcome of the events injection site scabbing, injection site itching, injection site redness and bruising of face was unknown. The intensity of the events vascular occlusion, injection site scabbing, injection site itching, injection site redness and bruising of face was unknown causality assessment per reporter between events vascular occlusion, injection site scabbing, injection site itching, injection site redness and bruising of face and rha redensity (resilient hyaluronic acid) was not provided. Health effect: clinical code: e2328, obstruction/occlusion. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2002, bruise/contusion. Health effect ¿ device code: a2304, off-label use. The rha redensity (resilient hyaluronic acid) product was not available for return. No additional information was available at the time of this report.